Manufacturer narrative:
(B)(4). Pump power up properly and passed displacement test. Moisture damage noted during visual inspection of motor and electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.